Event description:
The customer reported false negative architect syphilis tp and provided the following data for 2 patients: patient 1: the initial architect syphilis tp result was 0.58 s/co (non-reactive), repeat result the next day was 0.61 (non-reactive) (reference range = 1.0 s/co is reactive) additional laboratory data: the trust platform was negative and repeat test generated a negative result. Tppa method was positive was positive sample sent out to another laboratory and another architect analyzer generated a result of 0.67 s/co (non-reactive) and the repeat result was 2.45 (reactive). The sysmex platform generated a result of 2.39 s/co(positive) (>1 s/co is positive) patient information: 30 year old male with self reported history of syphilis, however no details of date and any applicable treatment for this diagnosis was provided. Patient 2: the initial architect syphilis tp result was 0. 83 s/co (non-reactive) additional laboratory data: the trust platform was positive. Tppa method was positive was positive sample sent out to another laboratory and another architect analyzer generated a result of 0.79 s/co (non-reactive) and the mindray platform generated a result of 1.51 s/co(positive) (>1 s/co is positive) patient information: female, 49 year-old female patient admitted for heart palpitations. During admission, the hepatitis c antibody was positive, and hepatitis b results were positive for hbsag, hbeab, and hbcab; the biochemistry liver function results were abnormal, with mild anemia. The customer communicated that discrepant results were not reported the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding false non-reactive architect syphilis tp reagent lot number 45335be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was completed with returned patient sample. The ticket search by lot found an increase in complaint activity, however, ticket and trending review did not identify any trends regarding commonalities for complaint issue and lot number. Device history record review did not identify any non-conformances or deviations for complaint issue and lot number. In house testing was completed using lot 45335be00. Lot number 45335be01 contains the same bulk material as lot number 45335be00. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. A labeling review determined product labeling provides adequate information regarding the customer issue. Return sample analysis: sample ID (B)(6)architect syphilis tp result was 0.83 s/co (non-reactive) on reagent lot 50319be01 as complaint lot 45335be01 was not available for testing. Recomline treponema igm and igg was negative. The non-reactive results obtained with the architect syphilis tp reagent are in concordance to negative results obtained with recomline treponema igm and igg. Based on the investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot number 45335be01 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8d06-28 / 38 / 29 / 39 / 32 / 42 / 74 / 77 and there is a similar product distributed in the us, list number 8d06-31 / 41. E1 phone: (B)(6). E1 facility name: (B)(6) hospital. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect syphilis tp and provided the following data for 2 patients: patient 1: the initial architect syphilis tp result was 0.58 s/co (non-reactive), repeat result the next day was 0.61 (non-reactive) (reference range = 1.0 s/co is reactive). Additional laboratory data: the trust platform was negative and repeat test generated a negative result. Tppa method was positive was positive. Sample sent out to another laboratory and another architect analyzer generated a result of 0.67 s/co (non-reactive) and the repeat result was 2.45 (reactive). The sysmex platform generated a result of 2.39 s/co(positive) (>1 s/co is positive). Patient information: 30 year old male with self reported history of syphilis, however no details of date and any applicable treatment for this diagnosis was provided. Patient 2: the initial architect syphilis tp result was 0. 83 s/co (non-reactive) additional laboratory data: the trust platform was positive. Tppa method was positive was positive sample sent out to another laboratory and another architect analyzer generated a result of 0.79 s/co (non-reactive) and the mindray platform generated a result of 1.51 s/co(positive) (>1 s/co is positive). Patient information: female, 49 year-old female patient admitted for heart palpitations. During admission, the hepatitis c antibody was positive, and hepatitis b results were positive for hbsag, hbeab, and hbcab; the biochemistry liver function results were abnormal, with mild anemia. The customer communicated that discrepant results were not reported the patient¿s medical provider. There was no reported impact to patient management.